Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine check. Upon interrogation, the left ventricular lead exhibited high capture threshold and high impedance. The lead was reprogrammed. On (B)(6) 2016, the patient was seen at the clinic again. Upon interrogation, the lead continued to exhibit high threshold and impedance. The lead was reprogrammed again. No further information was available.